Event description:
A trellis peripheral infusion device was being used for the treatment of a dvt pt in the left popliteal vein. The trellis device was successful in treating a 15cm acute thrombus. After the treatment, while removing the trellis device through an 8 french introducer sheath, the doctor encountered some resistance. When he attempted to pull the catheter through the sheath, the catheter broke, leaving a segment of the catheter inside the patient. The doctor then performed a surgical cut-down, venotomy, and extracted the broken catheter segment from the patient's leg. The pt was not injured during this event and did not require any additional treatment.

Manufacturer narrative:
The returned device was decontaminated and visually examined. The investigation confirmed that the catheter was broken at the proximal wrapping area of the proximal balloon and was likely due to the balloon not being fully deflated prior to removal through the introducer sheath.